Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that recurrent events of undersensing, oversensing, small p wave and high thresholds were noted on the right atrial (ra) lead over a long duration. It was also reported that right ventricular (rv) lead exhibited diminished sensing. The ra lead was initially reprogrammed but the sensing issues continue to occur. The ra lead and rv lead remains in use. No patient complications have been reported as a result of this event.